Event description:
It was reported that during the surgery, could not close the jaw. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2024. D4: batch # 643c65. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damage and no cartridge was loaded on the device. Further analysis showed that the clamping mechanism was noted to be damaged. No further functional testing could be performed due to the device's condition. The device was disassembled to verify the integrity of the internal components and the spring drive bar holder was noted to be damaged, causing the misaligned condition of the drive bar and consequently the release button stuck and could not close the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 643c65, and no non-conformances were identified.